Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead caused a perforation. It was noted that the insertion around the superior vena cava was difficult because of the "meander" of the vein. The physician confirmed the perforation stopped bleeding, and then the lead was implanted and remains in use. No further patient complications have been reported as a result of this event.